Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed and was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected by the bus. The field service engineer removed the back panel and checked the led on the controller board. The station was powered down, and the fse pulled on the bus cable, confirming that it was disconnected. The tabs were inspected for any damage, and the bus connector was reconnected. The station was then powered up, and the led on the controller board were confirmed to be functioning. The back panel was reinstalled. The customer was asked to log in and the matrix drawer was tested multiple times. The fse checked all other bus connections and tested functions in hta (hardware test application). The system functioned as intended after the field service engineer repaired the device.